Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was reported to not reach temperature and that a caster was broken off from the nut inside the frame. Per additional information updated from ttm on 30apr2026, caller stated they replaced the as because the patient temperature (pt) and water temperature (wt) were too cold. Device continued to cool the patient. The replacement device was working without any issue. Confirmed they had an alert 113 but were unsure how to troubleshoot so they replaced the device instead. Confirmed they did add water to the device. Discussed always emptying pads before adding water. Device was already tagged for biomed. Recommended they label it "overfill." Wheel was loose on device. Nurses also had a patient that cooled past target, targeted temperature (tt) was 36c, patient temperature (pt) was 34.7c. Event log shows an alarm 113, s/n (B)(6). Informed biomed the nurses called this morning regarding this device and issue. Based on the notes, the device was likely overfilled which was causing the water not to heat properly. Recommended draining 500 ml from the right drain port and doing a functional check to confirm heating. Attempted to transfer to ts to discuss further and discuss wheel, biomed hung up. Biomed calling to troubleshoot device with 113 reduced water temperature control alert. Device not heating. Per review of wo notes, during functional testing the device failed to heat above 8.5c. Heater command (hc) was 100%. Failed heater and requires caster repair.